Event description:
It was reported via repair work order that the fowler had no electronic functionality from either siderail as the siderail cables were pinched. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.